Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient experienced pain at the ipg site. Surgical intervention took place wherein the ipg was explanted and replaced to address the issue.